Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings from the insulin pump. The customer stated that she just got out of ICU from diabetic ketoacidosis. Customer's blood glucose reading was unknown. The customer mentioned that she has both ultra link and contour link.